Event description:
The non-sterile package of cement was opened into the sterile field.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.